Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "during implant surgery ... A silicone implant ruptured ... [While] using a non-allergan funnel".

Event description:
Sales representative reported on behalf of physician for an unknown side "during implant surgery ... A silicone implant ruptured ... [While] using a non-allergan funnel". Surgery was completed with a back up device. The device was not implanted.

Event description:
Sales representative reported on behalf of physician for an unknown side "during implant surgery ... A silicone implant ruptured ... [While] using a non-allergan funnel". Surgery was completed with a back up device. The device was not implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken device assessed as surgical damage and missing piece of the shell assessed as to inconclusive. Additional observations: ¿ crease fold: observed in the device.

Event description:
Sales representative reported on behalf of physician for an unknown side "during implant surgery ... A silicone implant ruptured ... [While] using a non-allergan funnel". Surgery was completed with a back up device. The device was not implanted.